Manufacturer narrative:
One catheter was received in an outer box inside a broken shipping tube. The triangular outer brown box was also received torn and crushed. The catheter was received in a broken shipping tube. The outer catheter tube is broken at the distal end of the IFU shrink wrap. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the triangular outer box, and it was found that when the catheter tube is placed to one end of the outer box the break area lined-up with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that the outer box was received damaged; it looked like it had been folded in half and the box was ripped opened/off. It also looked like the box was crushed. There was a hole in the shipping box. Four catheters were received and all four shipping tubes were broken.